Event description:
Inflammation post-operative[procedural site reaction]. Iritis[iritis]. Case description: spontaneous device case, complaint f# 2644, argus no. 2003144527ca, loclog# ca20030492. This case is cross referenced with the following cases, 2003144525ca, 2003144526ca, 2003144528ca. An ophthalmologist reported that on a not specified date, a patient (age not stated) underwent an ophthalmic operations involving an intraocular lens ceeon mod. 911a. The surgery was uneventful according to the reporting physician. Four days after the operation, the patient developed minimal inflammation and 4-6 weeks following the operation, developed recurrent iritis. At the time of the report it is unknown whether the patient recovered. Further information is expected. Follow-up (31jan2003): since no sample was present for evaluation, investigation consisted of the following: -batch records were reviewed and showed neither deviations regarding the sterilization process nor deviations regarding the sterility test results, this included positive and negative control. -the spore strips and tsb medium used for the sterility test were verified also and showed no deviations. -environmental control conditions during the manufacturing period of this lot of lenses were verified with respect to bioburden- and pyrogens and these showed no deviations. -review of complaint records revealed that no other complaints are from four different sterilization batches. -the manufacturing lots of these complaints show no probable matches relating to a potential cause. Based on the above arguments, a production related cause couldn't be identified. Follow-up (17feb03). The following new information has been provided: in 2002, a ceeon lens mod. 913a was implanted. In 2003 the patient experienced iritis in their right eye considered serious/intervention required. Prednisolone was used as a treatment of the adverse event. At the time of the report the patient had not recovered. Submission of a report does not constitute an admission that the medical personnel, user facility, distributor manufacturer or product caused or contributed to the event.